Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was unable to access service mode. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit was unable to access service mode. An authorized service provider (asp) went onsite for further evaluation. The asp confirmed they were able to duplicate the reported issue. The asp attempted to reset the battery, but this did not resolve the reported issue. The asp then opened the device and removed the front light crystal display (lcd) assembly. The asp reseated all of the connections and cables. The asp confirmed the device was able to access service mode again. The customer removed the lcd assembly and reseated all the connections and cables to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.